Manufacturer narrative:
H6 type of investigation 4118-remove, h6 investigation findings 3233-remove, h6 investigation conclusion 11-remove h6 type of investigation 4118-remove, h6 investigation findings 3233-remove, h6 investigation conclusion 11-remove

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 110 mg/dl.